Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, post paced t wave oversensing was noted. The oversensing was noted on a stored egm. The patient was seen in clinic later. The suggested programming changes were made. The patient was stable pre and post programming changes.